Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient went to the emergency department due to decreased oxygen saturation and suspicion of emboli. A c-reactive protein test (crp) was performed with a result 158. The patient was treated with cefuroxime (enfexia) 500 mg. Oral antibiotic for stoma site discharge and elevated crp. The patient received enoxaparin sodium (oksapar) for suspicion of emboli. The emboli was not confirmed. On (B)(6) 2022, a culture of the stoma was performed, with results unknown.